Event description:
It was reported, the video system center has no serial digital interface (sdi) signals and there are intermittent lines on the image with 190 scopes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the reported issue is due to a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, for the no serial digital interface signal and footswitch not working, it was confirmed that the cause was a failure of the printed circuit board. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.